Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery charger was unable to power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the battery charger/modem was unable to unable to power on. The cause for the failure was isolated to contamination on the charger's battery board, bedside board, and ca board. The root cause for the contamination was unable to be positively identified but was likely due to an ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.